Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-07. At the refill on (B)(6) 2017, the expected volume was 2.3 ml and the actual pulled was 7 ml. The healthcare provider (hcp) could only fill 32 ml of drug. The printouts showed no alarms occurring since (B)(6) 2016. There were no symptoms reported. The hcp stated that he did aspirate all the contents of the pump and did not believe there was air in the reservoir. The representative stated that the patient had the symptoms of constipation and issues with throwing up and diarrhea. The patient was given a medication called lipiderm for stomach issues. The logs showed no issues. They did a lateral view of the pump and the image sent was not helpful in determining how full or empty the pump was due to quality issue. The patient had no hyperbaric, no scuba diving, no new activities, and no falls or trauma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jan-11. The cause of the discrepancy in volume and the inability to inject 40 ml had yet to be determined. The representative believe the healthcare provider (hcp) planned to monitor the patient and then refill next month at the estimated low reservoir time. There was no further information to report at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-14. The healthcare provider (hcp) had performed a catheter dye study and was unable to aspirate from the catheter access port (cap). The hcp had to go back in about 4 times to try to aspirate. They had even verified the positioning of the needle using fluoroscopy, which confirmed they were in the cap. The hcp eventually pulled out about 5 ml of puss. The hcp stated this was not pulled from the cap, but instead around it. It was stated that they had not cultured the puss yet, since they were still waiting to get orders from the managing hcp.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 5 mg/ml morphine at a dose of 4.1996 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the estimated volume was 2 ml and the hcp pulled out 9 ml. The hcp reported to be able to only fill the pump with 30 ml and the pump would not take anymore. It was reported that it was a standard refill procedure. There were no known troubleshooting performed and no actions were taken. The hcp stated they would monitor the refill closely at the next refill date on (B)(6) 2017. It was unknown if the issue was resolved at the time of the report. There were no surgical interventions planned. The patient status was alive with no injury. The pump logs were provided with no alarms recorded.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The patient went in for a revision, and both the pump and catheter were replaced. Now, everything was working fine. The replacement/revision occurred on (B)(6) 2017, and a manufacturing representative was present for the surgery. Upon opening the pocket, the catheter was occluded, so the hcp replaced the entire pump system. The patient had symptoms of increased pain a few weeks before surgery. There were no further complications reported or anticipated.